Manufacturer narrative:
Based on the information provided, isi has not determined the root cause of the alleged post-operative complications experienced by the patient. Isi has attempted to contact the site and surgeon to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2010. No related system errors were found to have occurred during the da vinci surgical procedure. This complaint is being reported due to the following conclusion: the patient claimed that approximately four years after undergoing a da vinci-assisted prostatectomy procedure, he experienced hematuria and had to undergo an unspecified catheter procedure to remove unspecified clips. However, the root causes of the post-operative hematuria and need to remove the clips are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory had occurred during the initial surgical procedure.

Event description:
It was reported that after undergoing a da vinci-assisted prostatectomy procedure, the patient claimed that he experienced the following post-operative complications: right leg pain, incisional hernia three months post-operatively, and hematuria, incontinence, and frequent urge to urinate. On an unspecified date four years post-operatively, the patient alleged that he discovered blood in his urine and an initial x-ray showed that he had stones. When he followed up with a urologist, the patient claimed that x-ray findings revealed that he actually had unspecified clips, and not stones as initially reported. According to the patient, he underwent an unspecified catheter procedure to remove the clips. However, the source of the clips is unknown. It is unknown when, where, and why the clips were initially placed. There is no allegation that a malfunction of a da vinci system, instrument, or accessory had occurred during the prostatectomy procedure. On 03/23/2017, intuitive surgical, inc. (Isi) contacted the surgeon's office to obtain additional information regarding the reported event. However, the surgeon was unwilling to release any information related to the patient or da vinci-assisted surgical procedure.